Event description:
This product was returned to the manufacturer without any report of performance issues or adverse patient effects. The returned device was analyzed and initial investigation noted a failed longevity calculation. Detailed analysis confirmed premature battery depletion due to high hydrogen induced leaky capacitors.